Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. Based on clinical description, the root cause of the delivery issue was most likely due to the patient condition.

Event description:
The user facility reported a (B)(6) female of unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. It was reported that the pump was delivered through the 14fr sheath, but the pump was unable to be delivered via the sheath due to anatomy. The team aborted the impella cp and performed the percutaneous coronary intervention (pci) procedure via the 14fr sheath. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.